Manufacturer narrative:
On (B)(6) 2025, customer tested negative using ihealth covid-19 antigen rapid test. The customer then went to urgent care and tested positive using a rapid antigen test. After a few days, they tested negative again using an ihealth covid-19 antigen rapid test. The type of test taken at urgent care was a rapid antigen test but brand unknown. The customer has not indicated that he had a pcr confirmation of his covid diagnosis. Lot number of the test kit was not specified,the manufacturer cannot effectively verify and confirm customer feedback.

Event description:
Event details: just wanted to send an email to say that I have a box of rapid covid test which turned out to be defective (box expires 6/2025). I took one rapid covid 15min test on (B)(6)2025 and came out negative. However, my symptoms were getting worse so I went to urgent care on the same day and got retested, the rapid antigen test was positive. After a few days I took another test at home from same box just to confirm and sure enough it was still negative, which cannot be right. If I did not go to urgent care and got retested, I could have harmed my patients in the hospital by exposing them to covid. I work in healthcare so this is unacceptable. Unfortunately, I threw out the rest of the box out since it's giving false information.